Event description:
Interoperatively, the "threads" are dislodging from the weave of the sponges. This could potentially lead to retained fragment/threads in the wound. This happened with two different packages of gauze, different lot numbers, and with a package of gauze in one of the major packs.